Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient passed away from cancer. The patient was diagnosed with cancer prior to the trial and proceeded with the implant to improve quality of life. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional to confirm the cause of death but no additional information was available.